Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-01427, 0001825034-2019-01428, 0001825034-2019-01429, 0001825034-2019-01430, 0001825034-2019-01431, 0001825034-2019-01432, 0001825034-2019-01433, 0001825034-2019-01434, 0001825034-2019-01435, 0001825034-2019-01436, 0001825034-2019-01437, 0001825034-2019-01439, 0001825034-2019-01440. Concomitant medical products: vngd ssk 360 l fem 65mm, item# 185284, lot# 3426503; vg 360 dst fm ag 65x10 rl/lm, item# 185384, lot# 144520; vg 360 dst fm ag 65x5 ll/rm, item# 185324, lot# 595300; vg 360 univ pst fm aug 65x10, item# 185424, lot# 685550; series a pat thn 34 3 peg, item# 184786, lot# 558320; bmt splined knee stm v2 18x80, item# 148308, lot# 494710; bmt 360 tib 5.0 offset adapter, item# 185211, lot# 950330; bmt 360 tib tray 67mm, item# 185202, lot# 625860; bmt splined knee stm v2 13x80, item# 148303, lot# 793180; bmt 360 tib 5.0 offset adapter, item# 185211, lot# 853650; bmt 360 tib aug 67x5mm, item# 185222, lot# 286600; bmt 360 tib sm cruciate wing, item# 185650, lot# 570310; vngd ssk psc tib brg 14x63/67, item# 183864, lot# 388130. Customer has indicated that the product will not be returned to zimmer biomet for investigation because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision left total knee arthroplasty due to aseptic loosening and subsequently at the one year visit the patient reported severe pain, decreased/inability to perform adls (both same as pre op), and a worsening flexion contracture. No medical intervention is noted. The patient has not gone to any further follow up appointments and has not been reached since that visit. The patient was removed from the study at the three year follow up. There is no additional information at this time.